Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found the needle separated from the sensor.

Event description:
A nurse called for the customer to report that the sensor got stuck in the serter. The nurse returned the product for analysis.